Manufacturer narrative:
(B)(4).

Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at quick release (qr). No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code 3 leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5413182 in question was manufactured at the reynosa site. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5413182 have already been previously tested for visual inspection in the (B)(4) on 02/sep/2023. The reference samples were visually inspected. All test results were within specifications as per the test report databse pr 1733767 complaint test report. Functional flow test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 5413182 was manufactured according to the wi version 73 manufactured in the line multivac 12, on 25/jan/2023, with a total of (B)(4) units. The sub-assembly lot 5414429 was manufactured according to the wi version 25 manufactured in the line assembly of quick-set, on 25/jan/2023, with a total of (B)(4) units. The sub-assembly lot 5414430 was manufactured according to the wi version 25 manufactured in the line assembly of quick-set, on 25/jan/2023, with a total of (B)(4) units. The sub-assembly lot 5414431 was manufactured according to the wi version 25 manufactured in the line assembly of quick-set, on 26/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 13/mar/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 5413182 and no another complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.